Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that she inserted a tampon and when she went to remove it she could not find the string and since she was in a hurry she inserted another tampon. She reported that a week later the tampon that was left inside fell out. She stated the tampon pledget and string were wrapped in clear plastic. She experienced vaginal soreness from wearing two tampons at one time. She saw her healthcare provider who confirmed nothing was left inside her vaginal cavity. She did not receive any medical treatment. She stated the soreness resolved and she did not experience any adverse health effects.